Event description:
It was reported that right atrial (ra) lead fracture due to subclavian crush. Fracture believe to be noted under x-ray. The lead was capped and replaced on (B)(6) 2025. The patient is in stable condition.